Manufacturer narrative:
Imdrf device code a0414 captures the reportable event of stent torn, inside the patient.

Event description:
It was reported to that a polaris loop ureteral stent was used during a transureteroscopic lithotripsy procedure in the left ureteral calculi performed on (B)(6) 2023. During the procedure, inside the patient, it was noted that the coil became fractured. The procedure was successfully completed with another polaris loop ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. A photo of the complaint device was provided and showed that the distal end of the stent was torn.